Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: autopsy of two micra leadless pacemakers implanted in parallel. Annual scientific meeting of the japanese circulation society. 2024. (Jcs2024) vol.88th, page.2129. Crdj15-1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding this leadless implantable pulse generator (ipg). The authors described one patient who underwent an implant of a leadless ipg and was placed adjacent to their previous leadless device. Approximately thirteen days post implant, the patient's condition deteriorated and they subsequently died. The specific cause of death was unknown. An autopsy revealed that the newly implanted device only had two tines hooked in the trabeculae and the body of the device appeared to be stuck between the trabeculae. It was noted on fluoroscopy that one of the tines was floating in the cavity.